Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation the balloon ruptured at 9 atm within 20 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was good post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.